Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unspecified reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient could not work the pump and fully inflate the device. The patient outcome following the revision surgery was reported as recovering.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unspecified reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient could not work the pump and fully inflate the device. The patient outcome following the revision surgery was reported as recovering.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unspecified reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient could not work the pump and fully inflate the device. The patient outcome following the revision surgery was reported as recovering.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Device evaluation: the complaint component was returned and analyzed. The reported allegation of inflation issues was confirmed via product analysis of the pump. No escalation to ncep, CAPA, or scar is required.